Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Heavy amounts of charred material was observed on the heater wire. There were no visual defects observed on the heater wire or the silicone insulation on both the cold and hot jaws. . An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.68 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was not confirmed

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield seemed to not be cauterizing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield seemed to not be cauterizing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.